Event description:
Procedure: lower anterior resection. Patient sex: unk. According to the reporter: the stapler was fired over the rectum. During the firing sequence the third squeeze of the handle was not possible, and on the fourth squeeze, stapler made a big crunch noise. There was no bleeding of fluid/ bowel content leakage. The surgeon fired an additional 60-3.5 size sulu to fix the tissue and approximately 30 minutes was added to the procedure.